Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to report any recurring malfunction codes.